Event description:
Customer reports a 2ml/hr infusor filled to 48ml with water for injection and theprubicine overinfused during pt visit to the clinic. Report states the infusion was over. "10 or 12 hrs instead of 24 hrs. The following day the pt was hospitalized." The pt "felt pain" after the infusion. The clinician subsequently discontinued infusion for "a few days." Pt condition reported as. "Better."